Manufacturer narrative:
(B)(4) date sent: 11/1/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? I did not speak to surgeon. I do not know if yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? I was told that they opened a new device did the removal cause any damage to the vessel/artery? I do not know if yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during an open hysterectomy procedure, the jaws would not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 11/18/2016. Batch # (B)(4). The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.